Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure caused the driving to be stopped shortly. Once replaced,. The imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned power conversion enclosure showed an electrical failure that was found. The power enclosure failed bench testing and has shorted transistors. Other relevant device(s) are: product ID: b i71000860, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system will not drive. There was no patient present when this issue occurred.